Event description:
It was reported that the patient experienced drainage at the ipg site. The patient went to the ER on (B)(6) 2019 due to low blood sugar and drainage at the ipg pocket. The patient was started on antibiotics. The patient then had surgical intervention to remove the ipg. The lead is still implanted.

Event description:
Follow up information received that the infection has resolved.